Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. The flow sensor diaphragm was noted to be stuck to the top of the flow sensor housing. The biomed replaced the flow sensor module. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during a case, tidal volume was not indicated on the display. There was no reported patient injury.